Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has stopped working for 2.5 years and patient experienced heart weakening. As of this time, this ICD remains in service. No adverse patient effects were reported.